Manufacturer narrative:
The investigation in to this complaint was limited as no sample was available for analysis and therefore the complaint cannot be confirmed at this time. A review of previous complaints shows that one complaint has been received in the last 12 months in relation to an epifuse connector broken at the hinge. Complaint (B)(4) was confirmed and details that the epifuse connector is manufactured by a supplier external to smiths medical and a similar complaint was investigated via a supplier corrective action request (scar) in (B)(6) 2013. Scar (B)(4) detailed that there were no issues recorded within the suppliers manufacturing records and it was unknown why the connector had broken. However, it was expected that a change to the mould tool planned to increase production output would also result in an increased hinge strength, and this change was implemented in (B)(6) 2013. The lot number reported in this complaint was manufactured prior to the implementation of the new mould tool at the external supplier and the review of previous complaints shows there have been no confirmed complaints for epifuse connectors manufactured following implementation of the new mould tool. Therefore no further action shall be taken at this time and complaints shall continue to be monitored.

Event description:
It was reported that during use of a portex® epidural minipack the patient's epidural catheter was leaking. When the doctor checked if it was inserted correctly he saw that the two halves of the connector came apart at the hinge.